Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level over 400 mg/dl and diabetic ketoacidosis. Reportedly, an occlusion alarm had occurred prior to going to the emergency room. Customer was treated with an insulin drip and intravenous fluids. Customer was released from the hospital 8 days later. Reportedly, customer's kidney function was impacted due to the reported issue.